Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Replacement cable was sent to the customer. Customer¿s blood glucose value was 160 mg/dl.